Manufacturer narrative:
(B)(4).

Event description:
Customer states during a ladg the first and second firing was no problem. Surgeon approached to tissue the device for third firing, the device started the calibration and the jaws were articulate in the patient cavity. UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.